Event description:
The physician achieved left femoral arteriotomy closure with the perclose a-t (the closer ak) device following an interventional procedure. There was no report of any difficulties encountered during the procedure. On an unspecified date, it was reported that the patient presented to another facility with a hematoma, which needed to be evacuated. Subsequently, the site became infected and the patient required further "treatment" and another operation. The patient's current status has not been provided. Multiple unsuccessful attempts have been made to obtain additional information.